Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line and heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during use. The patient was connected at the time of the alarm. The patient stated that the heater line is no longer connected to the heater bag. The technical service representative (tsr) had the patient close the clamps and the transfer set. The tsr had the patient cycle the power on the homechoice to clear the system error. The tsr assisted with getting therapy readings and cassette removal. There was no patient injury or medical intervention associated with this event. No additional information is available.